Event description:
(B)(6) study. It was reported that complete heart block(chb) occurred. Procedure summary: the subject was on a prior regimen of heparin or another anticoagulant and was not on a prior regimen of aspirin at the time of the index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel prior to the index procedure. A lotus introducer sheath was placed and the native aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Post procedure event summary: on the same day as the index procedure, electrocardiogram(EKG) revealed complete heart block. Electrophysiology consultation was performed, and the subject was kept under observation and the event was monitored. The event led to the prolongation of the index hospitalization. The event was treated medically. The event was considered recovered the next day.